Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 540134), the acu-loc® vdu plate left std (part number 70-0045-s, batch number 594621), and the 2.7 x 10mm l low profile hexalobe screw (part number 3040-23010-s, batch number 537221) were returned for evaluation. The returned devices were visually examined under magnification. The plate showed some scratches and other minor signs of damage on its surface. The screw additionally showed signs of damage with the hexalobe recess being significantly worn and deformed, with all edges of the recess being significantly damaged. The broken driver tip was also returned. The broken driver is 3.367" long indicating that the fracture occurred approximately .013 inches from the end of the driver. Additionally, the remaining visible hexalobe ridges on the broken tip portion were twisted and the fracture angle was approximately 45 degrees, indicating a torsional fracture. The returned product description indicated the driver was damaged during removal. During screw removal the amount of bone growth and adherence to the screw, are contributing factors to excessive torsional force which can cause the twisting and hexalobe tip fracture observed. No definitive conclusion can be made. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
(Report 1 of 3). It was reported during surgery, the driver tip broke off. The surgeon was able to remove the driver tip. The surgery was completed after a 30-minute delay. There were no other adverse patient consequences reported. There are 3 related report numbers for this event 3025141-2024-00372 through 3025141-2024-00374.